Event description:
Pt was revised due to the pt fell and fractured the femur, it was noticed in surgery that there was poly wear which the doctor feels the osteolysis weakened the bone contributing to the fracture.